Manufacturer narrative:
Davol field assurance reached out to the author of the article to request additional information, the author responded that he had no additional information to provide. Based on the information available at this time, no definitive conclusions can be made. The article did not provide a lot number for the perfix plug, therefore a review of the manufacturing records could not be conducted. Inflammation and fistula formation are identified in the adverse reaction section of the IFU as possible complications. Details of the implant procedure were not provided in the article, however the precaution section of the IFU states, "care should be taken to ensure that the mesh is adequately fixated to the uncompromised tissue of the inguinal floor. If necessary, additional fasteners and/or sutures should be used." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following information was reported to davol and is based on a published journal article: per journal article "sigmoid colonic fistula secondary to perfix-plug, left inguinal hernia repair", published in hernia in 2006. In 2001 the patient underwent repair of a left inguinal hernia. On (B)(6) 2003 the patient was admitted to the hospital with complaints of left lower quadrant pain beginning 48 hours prior. He was diagnosed with diverticulitis and an abscess. The abscess was later drained and during the course of his stay the pain resolved and normal bowel function was restored. He was discharged and was noted to be asymptomatic at his 1 week follow up visit and had returned to normal activities. On (B)(6) 2003 the patient was readmitted with a recurrence of his left lower quadrant pain and suspected diverticulitis. A CT scan revealed an abnormal fluid collection involving the left lower quadrant immediately associated with the sigmoid colon. Due to multiple episodes of suspected diverticulitis, on (B)(6) 2004 the patient underwent an elective sigmoid resection. No diverticuli were found, chronic inflammation consistent with colonic fistula was noted. The procedure included removal of a mass and embedded within the serosa there was a portion of mesh, conical in shape. This was later identified to be the perfix plug used to repair the left side hernia. The article reports that the plug migrated into the peritoneum, became attached to the sigmoid colon and caused a fistula resulting in the formation of an abscess.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected fields: now includes "disability or permanent damage".